Event description:
The coulter lh 780 analyzer generated erroneous high red blood cells (rbc) and platelet (plt) results for two patients. The operator reran the same specimens and recovered lower rbc and plt results, which the customer considered correct. No erroneous results were reported out of the lab. There was no change to patient treatment, no death or serious injury is associated with this event.

Manufacturer narrative:
The specimen was collected in a 5ml bd vacutainer tube and sampled within 10 minutes of collection. The specimen was stored at room temperature. Previously run samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Qc was performed before the event; results were within assay ranges. A field service engineer (fse) was dispatched and replaced the yellow stripe tubing to the rbc dispenser. Hardware is the root cause of this event.